Event description:
Information received from the contact at the account states that during post dilation of the precise carotid stent, the patient became hypotensive and was given atropine for bradycardia. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the proximal right internal carotid artery (ica). The patient was status post right radial neck surgery and radiation therapy to the neck that also had an occlusion of the left ica. The patient had suffered repetitive episodes of loss of vision and left handed weakness suggestive if transient ischemic attacks (tia). The vessel was described as mildly calcified and not tortuous. The rate of stenosis was 90%. The length of the lesion was 30mm. A prowater wire was advanced across the lesion without difficulty. This was followed by a 7mm angioguard (701814rmc/ lot 70210511) embolic protection device which was placed in a straight segment just below the petrous segment of the carotid. The lesion was then pre-dilated with an apex balloon at 6 atmospheres (atms). An 8x40 precise (pc0840rxc/ lot 15519495) stent was deployed in the target lesion and was post-dilated with a 5mm nc voyager balloon at 12 atms. When the physician attempted to retrieve that filter using the angioguard retrieval catheter, he could not manipulate the catheter through the stented segment despite repositioning the neck and putting pressure on it.

Manufacturer narrative:
Therefore, the physician changed to an abbott shapeable retrieval sheath. This device made more progress but could still not advance through the stented segment. The lesion was post-dilated further using the same balloon and with additional manipulation the physician was able to cross the lesion and retrieve the filter. During these attempted retrievals the patient did become hypotensive. Flow through the stented segment remained normal and there was no evidence of dissection. The physician gave the patient neo-synephrine as well as atropine for bradycardia. The patient's blood pressure stabilized. After the filter was removed, blood pressure continued to decline and dopamine was initiated. The procedure was successful and the patient was neurologically intact when taken from the angio suite. The patient was transferred to the cardiac intensive care unit in stable condition. The physician felt that the cause of the hypotension was due to the pressure of the stent on the carotid bulb requiring pressor support for several days. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: prowater wire, apex balloon, 5mm nc voyager balloon. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 1016427-2012-00019 and 9616099-2012-00108.

Manufacturer narrative:
Information received from the contact at the account states that during post dilation of the precise carotid stent the patient became hypotensive and was given atropine for bradycardia. During attempts to recapture the filter basket the patient became hypotensive. Flow through the stented segment remained normal and there was no evidence of dissection. The physician gave the patient neo-synephrine as well as atropine for bradycardia. The patient's blood pressure stabilized. After the filter was removed, blood pressure continued to decline and dopamine was initiated. The procedure was successful and the patient was neurologically intact when taken from the angio suite. The patient was transferred to the cardiac intensive care unit in stable condition. The physician felt that the cause of the hypotension was due to the pressure of the stent on the carotid bulb requiring pressor support for several days. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00019 and 9616099-2012-00108.